Event description:
It is reported that the articular surface would not seat on the tibial plate.

Manufacturer narrative:
Visual inspection of the returned component identified that the component was in like new condition with no apparent damage to the dovetails. Measured dimensions were conforming to print specifications. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.